Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital and the implantable cardiac monitor recorded asystole episodes. The device was explanted and replaced. The patient was in stable condition post surgery.